Manufacturer narrative:
Polident denture adhesive cream (distributed as super poligrip denture adhesive cream in the united states) is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a consumer and described the occurrence of dysregulated diabetes (disturbed control of diabetes) in a (B)(6) female pt who received double salt dental adhesive cream (polident denture adhesive cream) cream for dentures. A physician or other health care professional has not verified this report. Concurrent medical conditions included diabetes which she had for about 10 years and that was stable with treatment (nos). The pt also had treatment for her thyroid which she had been receiving for the past 25 years approximately. Concurrent medications included treatment for diabetes (nos) and sodium levothyroxine (levothyrox) for her thyroid. In (B)(6) 2013, the pt started double salt dental adhesive cream (dental) (unknown batch) for the first time to fix her dentures. It was noted that the pt applied double salt dental adhesive cream several times per day to her dentures (non respect of instructions of use). Immediately or possibly the day after starting double salt dental adhesive cream, in (B)(6) 2013, the pt's diabetes control was disturbed with increase of blood glucose level. The pt experienced dysregulated diabetes (disturbed control of diabetes). This case was assessed as medically serious by gsk. On an unknown date, glycemia was reported to have increased up to 4.40 g/l. The pt consulted her doctor who increased the dosage of her diabetes treatment (from one to two tablets). At the time of reporting, the events were unresolved.